Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) may have been exposed to water. There was a leaking ceiling in the room where the cardiosave was located and the customer was unsure whether the unit was affected and was advised to have the unit evaluated. No patient involvement was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed a full visual inspection of the boards to ensure no water damage had occurred. The unit passed all checks and operated as intended. The fse performed a full pm and the product passed all functional and safety tests per manufacturer specifications.